Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's stylus pen port was broken. It was indicated that the stylus and cursor did not align. It was also indicated that the power cord bay door tabs were bent. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus pen port was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.